Manufacturer narrative:
(B)(4). Customer has not indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a procedure on the patient's patellar tendon, the gps kit was used, however, platelet rich plasma (prp) did not separate as it was meant to. No additional information is available at this time.

Event description:
Event description does not require updates at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No additional information received.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.